Manufacturer narrative:
The reported field event of premature battery depletion was confirmed by analysis. External battery analysis confirmed a lithium cluster bridge formed in the battery cell. An internal battery anomaly caused premature battery depletion.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and replaced. The patient condition was stable.